Event description:
Lodi implant failed to osseointegrate.

Manufacturer narrative:
The patient has moderate density bone. The implant was ot immediately loaded. The clinician did not provide the following info. ; amount of torque used on abutment & implant & whether primary stability was achieved. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate w/the bone & is rejected by the body, the cause may be unknown. The records management database specifies that the implants met the specifications & were approved for product release. Any discrepancies or issues of non-conformance were successfully resolved prior to the release of the parts. Implants were manufactured to specifications. No further actions is required.